Event description:
It was reported that a patient underwent an open femoral and inguinal hernia repair procedure on (B)(6) 2011 and mesh was used. After the initial surgery the patient had weakness in both legs and burning up the spine and was seen by many doctors including a neurologist. The patient had pain in groin, lower abdomen, vagina, pubic area and down leg exacerbated by sitting. The patient reports having a hypersensitivity to mesh with a lot of inflammatory tissue which has developed over the past year. Now the pain is occurring in the upper abdomen and mid back on both sides. The patient has been on tramadol and vicodin for over a year and is now on antidepressants. The patient underwent another procedure on (B)(6) 2012 and was hospitalized for 5 days. Eighty percent of the mesh was removed and there was a lot of adhering to major blood vessels.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).